Manufacturer narrative:
Batch history review: the batch number of the involved device is unknwon. Investigation results: we received for investigation a type "f" catheter of celsite st305. The catheter measures 18,5cm. It is contaminated by blood. One extremity of this segment is the rounded distal tip of the catheter. The other extremity presents a ruptured facies. Under binocular we can see that the ruptured facies show a rough part and a shiny part, clearly done by a sharp object (scalple, needle,...) No other defect is visible on the returned catheter. Dimensional measures: we have measured the returned catheter in order to check its conformity to our specifications. All measures conform to our specifications. X-ray pictures examination: we received several x-ray pictures dated on (B)(6) 2021, date of the incident discovery. We can see a celsite access port implanted via right cephalic or subclavian vein. The catheter is no longer visible after the port housing. We can distinguished the catheter inside the heart. This x-ray allow us to deduce that the catheter rupture happened at the level of the connection, under the connection ring. Indeed the proximal part of the catheter is not visible on these pictures. Conclusion: no manufacturing defect has been detected on the returned device. The shiny part of the fracture face shows an attack with a sharp object. The catheter rupture occurred under the connection ring, shortly after the implantation (3 months). According to the above mentioned information and in view of the location of the catheter rupture, we can hypothesis that the catheter rupture is due to the extension of a catheter damaged done during the implantation procedure. Indeed, after the implantation, this part of the catheter, at the level of the exit cannula is protected by the connection ring. This is a rare incident (0,01%), no corrective action is envisaged.

Manufacturer narrative:
Without the batch number, nor the explanted device or x-ray pictures, no thorough investigation is possible. We are continuing to try to collect further information. If new information is collected, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 we received the information that a catheter had to be explanted because it broke. Further information has been requested by our sales rep. The sample will be sent by the client. Patient outcome was good.